Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that the ventilator is alarming for two high priority alarms (ext high ppeak and circuit occlusion). Exp flow transducer calibration failed. No patient involvement.